Event description:
During surgical procedure, left knee arthroscopy, a smith & nephew, dyonics arthroscopic surgery blade #7205316 4.5 mm turbowhiskers was in use. The tip broke off in the pt's left knee.